Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on unknown date. The procedure was performed with local anesthesia. Fiducial markers were placed prior to the spaceoar placement. During simulation there was concern about the hydrogel position, that might be infiltrated in the rectal wall. Magnetic resonance imaging (MRI) and computed tomography (CT) imaging were performed and showed rectal wall infiltration (rwi) on the axial view of the CT scan. The gel appeared to conform to the rectal wall anteriorly. The patient current condition was unknown at the time of this report. The patient was planned for external beam radiation treatment, the radiation therapy has not been started.